Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery severely depleted which caused the no-telemetry/no-output condition. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis found lithium (li) -plating breach along the top edge of the anode separator enclosure, adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device had premature battery depletion as at the patient¿s follow-up visit the device was found fully out of function as the device was unable to be interrogated and there was no alert under magnet. It was noted that six months ago the battery was 3.09 volts and when the patient was on holiday in (B)(6) the device performed a short alert sequence at night confirmed by the patient only once. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.